Manufacturer narrative:
The hba1c reagent lot number was 73801800. The expiration date was not provided. The customer noticed an increase in the qc results. The field service engineer verified, cleaned, and adjusted the sample probes, and cleaned the sample probe drying tube. He then exchanged the cuvettes and the lamp. The investigation is ongoing.

Event description:
We received an allegation of questionable results for 2 patients' samples tested for tina-quant hemoglobin a1cdx gen. (B)(4) (hba1c) on a cobas c513 analyzer. Patient 1: initial result: (B)(4). The customer considered the initial result high. No questionable result was reported outside the laboratory and the sample was repeated on (B)(6)2024. 1st repeat result: (B)(4). 2nd repeat result: (B)(4). The 2nd repeat result of (B)(4) was confirmed on a d-100 instrument and considered to be correct. Patient 2 was tested on an unknown date: initial result: (B)(4). Repeat result: (B)(4). The repeat result of (B)(4) was considered to be correct.

Manufacturer narrative:
The service actions performed by the field service engineer resolved the issue. The cause of the event could not be determined.